Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd as lvp 20d dehp 3ss cv tubing separated. The following information was provided by the initial reporter: set came apart at top y-site.

Event description:
No additional info.

Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint that the set separated could not be verified due to the product not being returned for failure investigation. A device history record review for model 2426-0500 lot number 23103166 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 23oct2023. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed and a root cause could not be determined.